Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for four patient samples. After daily maintenance was performed the calibration and quality controls were fine. Then the customer noticed low results on the samples. After noticing low results the customer discovered liquid on the instrument cover near the is bath. Data were provided for the four samples. Erroneous results were reported outside the laboratory for one sample. Repeat testing was performed on a second cobas 6000 c (501) module. The initial sodium was 118 mmol/l; the repeat was 137 mmol/l. The initial chloride was 82 mmol/l; the repeat was 99 mmol/l. There were no adverse events. The electrode lot numbers and expiration dates were not provided. The field service representative determined the liquid on the cover was due to a pinched tubing. He repaired the tubing and ran mechanical and ise checks with no errors. The customer ran quality controls and precision tests. Quality controls met the customer's specifications. The investigation could not determine the root cause with the information available. Additional information was requested but not provided. The issue with the tubing is a potential root cause of the event.